Manufacturer narrative:
(B)(4). Results: product scheduled for return but not received by manufacturer for inspection. Eval code conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Weak cut and coag. Surgeon switch to electrocautery to complete surgery.